Event description:
The user facility reported mild smoking and an odor coming from their v-pro unit. The odor reportedly caused users to experience headaches; no medical attention was sought. There were no reported injuries to hospital staff or patients and no one obtained medical treatment. No procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the v-pro unit and confirmed there was no visible oil release and the unit was emitting only an odor. The technician replaced the catalytic converter and will be replacing oil filter, oil exhaust drum filter and oil once the parts package becomes available (currently on backorder). The v-pro is under steris service contract and the last pm was performed on (B)(6) 2012 when the unit was found to be operating properly. The cause of the reported event appears to be overheating of the oil in the vacuum pump, which then volatizes and causes an odor; this may be attributed to the high usage of the device. The vacuum pump oil is non-toxic and not considered hazardous; there is no visible oil release, just the odor of the volatized oil. This does not affect the sterilization of instruments processed in the sterilizer.

Manufacturer narrative:
The steris service technician replaced the catalytic converter and exhaust filter and installed the preventive maintenance package; the technician confirmed the unit was operational and returned it to service.